Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the unit had logged an intermittent charge button failure. There was no patient involvement.